Event description:
It was reported that the ultrasound gastrovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, and the lms final investigation. A review of the information in the reprocessing procedure provided by the user did not provide any information that could be used to determine deviations from the IFU. The facility conducted a routine culture test, and its results were positive. It was confirmed that 6 cfu of microorhanism were detected from prélèvement multicanaux. The types of microorganism were klebsiella pneumoniae (amount: 4 cfu), staphylococcus epidermidis (amount: 1 cfu), and kocuria rhizophila (amount: 1 cfu). It was confirmed that 5 cfu of microorganism were detected from piston 2 aspiration. The types of microorganism were gordonia sputi (amount: 1 cfu), staphylococccus hominis (amount: 2 cfu), kocuria sp (amount: 1 cfu), and kocuria rhizolphila (amount: 1 cfu). Since the device was not sent to the local repair site, a culture test at a third-party laboratory could not be conducted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the relevance between the device and the detection of bacteria could not be established and a root cause could not be determined. We checked the instruction manual and it describes the reprocessing methods in the following chapters. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device.